Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump experienced speed drops on (B)(6) 2019 while connected to wall power. The log files captured 17 low speed operations on (B)(6) 2019 and (B)(6) 2019. Speed drops were as low as 5970 rpm and observed an increase in power during the speed drops. This type of behavior has been linked to potential issues with the percutaneous lead. It was found that the patient did have a drive line fracture which was causing the low speed events. The patient was given an ungrounded cable which resolved the issue. No further information was provided.

Manufacturer narrative:
User facility medwatch #: (B)(4). Updated manufacturer's investigation conclusion: reportable incidental findings through log files revealed behavior potentially consistent with an ingested thrombus passing through the pump; however, a direct cause for the event could not be conclusively determined through this evaluation. Analysis of the log files provided by the account confirmed low speed alarms, elevations in pump power with a decrease in pulsatility index (pi) over a short duration, which could potentially be consistent with an ingested thrombus passing through the pump; however, the cause of this event could not be conclusively determined through this evaluation. A low speed alarm was observed on (B)(6) 2019 at 08:40; however, a specific cause for this event could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas), and similar reported events, the captured event appeared consistent with a potential driveline issue. Lastly, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported that the patient experienced low speed alarms at night. The account stated that the low speed alarms occurred while the patient was on wall power and no alarms were observed since the patient was placed on battery power. The submitted log files contained data from (B)(6) 2019 to (B)(6) 2019. The pump remained above the low speed limit until (B)(6) 2019 at 12:57:32 and 01:01:15, when the speed struggled to maintain its set speed. The pump¿s speed dropped below the low speed limit. These events were associated with low speed advisory alarms, as well as an increase in power above 14 watts. The pi also appeared to drop in some of these events. The pump ramped back up to its set speed without issue following the event. The pump operated above the low speed limit until two low speed events were observed on (B)(6) 2019 at 08:40:54 and 08:40:55. The pump speed reduced to 7270 revolutions per minute (rpm) and a low speed advisory alarm was observed at 08:40:55. The pump ramped back up to its set speed without issue following the event and operated above the low speed limit until (B)(6) 2019 at 12:57:02, when additional low speed events were observed. The pump¿s speed dropped down to 5970 rpm. These events were also associated with low speed advisory alarms, as well as powers up to 13.7 watts. The pi also appeared to drop down to 1.3 during these events. It was noted that the patient was switched to battery power. The pump ramped back up to its set speed without issue and operated above the low speed limit for the remainder of the file. It was noted that all the observed low speed events occurred while the patient was supported by the mobile power unit. The account later communicated that the x-rays did not reveal noticeable driveline fracture. A blind repair was not pursued at the time. The patient opted to pursue palliative management due to burden of other comorbidities including severe urinary retention/bladder spasms/failure to thrive with weight loss. On (B)(6) 2019, the patient was given two ungrounded patient cables for support at night. The patient was ultimately discharged home with battery power and ungrounded cable. The account later communicated that they believed that the low speed issues resolved. The patient remained ongoing on lvas, serial number (B)(6), until (B)(6) 2020, when the patient expired. The pump was not returned for evaluation (MFR # 2916596-2020-06374). The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. Both the IFU and the patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents address all system controller alarms and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. This IFU outlines the indications of driveline damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook, rev. C is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: user facility medwatch received that states the patient implanted with heartmate ii left ventricular assist device (lvad) was admitted due to the second driveline fracture of their second heartmate ii lvad. The patient presented with lvad alarms. Waveforms were evaluated and it was determined that short to shield was occurring on the grounded mobile power unit (mpu). X-rays did not reveal a noticeable driveline fracture. Blind repair was not pursued at this time and the patient opted to pursue palliative management due to burden of other comorbidities including severe urinary retention/bladder spasms/failure to thrive with weight loss. The patient was discharged home on battery power and an ungrounded patient cable.

Manufacturer narrative:
Incidental findings: review of the submitted log files revealed behavior potentially consistent with an ingested thrombus passing through the pump; however, a direct cause for the event could not be conclusively determined through this evaluation. Analysis of the log files provided by the account confirmed low speed alarms, elevations in pump power with a decrease in pulsatility index (pi) over a short duration, which could potentially be consistent with an ingested thrombus passing through the pump; however, the cause of this event could not be conclusively determined through this evaluation. In addition, a low speed alarm was observed on (B)(6) 2019 at 08:40 pm; however, a specific cause for this event could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured event appeared consistent with a potential driveline issue. It was reported that the patient experienced low speed alarms at night. The account stated that the low speed alarms occurred while the patient was on wall power and no alarms were observed since the patient was placed on battery power. On (B)(6) 2019, the patient was given two ungrounded patient cables for support at night. The account later communicated that they believed that the low speed issues resolved. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) with no further reported issues. The submitted log files contained data from (B)(6) 2019 to (B)(6) 2019. The pump remained above the low speed limit until (B)(6) 2019 at 12:57:32 am and 01:01:15 am, when the speed struggled to maintain its set speed. The pump¿s speed dropped below the low speed limit. These events were associated with low speed advisory alarms, as well as an increase in power above 14 w. The pi also appeared to drop in some of these events. The pump ramped back up to its set speed without issue following the event. The pump operated above the low speed limit until two low speed events were observed on (B)(6) 2019 at 08:40:54 pm and 08:40:55 pm. The pump speed reduced to 7270 rpm and a low speed advisory alarm was observed at 08:40:55 pm. The pump ramped back up to its set speed without issue following the event and operated above the low speed limit until (B)(6) 2019 at 12:57:02 am, when additional low speed events were observed. The pump¿s speed dropped down to 5970 rpm. These events were also associated with low speed advisory alarms, as well as powers up to 13.7 watts. The pi also appeared to drop down to 1.3 during these events. It was noted that the patient was switched to battery power. The pump ramped back up to its set speed without issue and operated above the low speed limit for the remainder of the file. It was noted that all the observed low speed events occurred while the patient was supported by the mobile power unit. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. The IFU and the patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii lvas IFU, document # (B)(4), rev. C. Is currently available. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas patient handbook, document # (B)(4), rev. C is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further situation is provided. Manufacturer is closing the file in this event.

Manufacturer narrative:
Corrected user facility medwatch # received 29sep2021: (B)(4). No further information was provided. The manufacturer is closing the file on this event.